Event description:
The customer reported that there was no audio on the device. There was no report of death or serious injury caused by the telemetry device. Patient data was not provided as there was no allegation of death injury or serious injury. The customer stated that the device was not in clinical use. No patient involvement.